Event description:
The patient contacted animas on (B)(6) 2012 alleging that the up and down keypad buttons were intermittently unresponsive with a delayed response the week prior to the call. The patient stated that there was no known trauma or moisture to the pump. The patient reportedly wore the pump attached to a belt in a case and cleaned the pump with a damp cloth. There was no reported adverse event associated with this complaint. This complaint is being reported because of the alleged keypad malfunction which remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and down arrow keypad buttons were found to be intermittently responsive. During investigation, evidence of contamination was found under all of the button key contacts.